Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "bolus stopped" notification and the customer was unable to clear the notification. Reportedly, the customer was stopping an extended bolus to load a new cartridge. During troubleshooting with tandem technical support, the notification was able to be cleared. There was no reported impact to the customer's blood glucose level.